Event description:
The small threaded end of the inserter broke off when fully implanted & still securely attached (screwed on) to the femoral implant. (It cannot come loose as it is covered by the neck & head implant of the hip. This occurred in surgery during a total hip replacement.